Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. The cause of the peritonitis was unknown. It was not reported if the patient was hospitalized for the event. It was reported the patient was recovered from this peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The peritonitis event occurred on an unspecified date in 2008. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental medwatch will be filed.